Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I¿m having my breast implants removed due to suspected rupture of my right implant." "I don¿t want replacement as the risk associated with these implants have played on my mind since the product recall and I can¿t bear the thought of having it potentially happen again. It has affected my mental health". Patient later reported ''it turns out the image on the scan that was suspected of being ruptured was caused by capsular contraction." ¿appearances of the right breast implant are suspicious for intracapsular rupture¿ ¿suspected rupture of my right implant¿, and ¿concerns about right intracapsular rupture¿. This is for the right side device. The device has been explanted.

Manufacturer narrative:
The record is reportable. Corrected data: b.5, b.6, d.6a, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient later reported ''it turns out the image on the scan that was suspected of being ruptured was caused by capsular contraction, baker grade 1." Un-reporting rupture.